Event description:
Serious injury involving one person. A report was received from a doctor regarding a corneal abscess on the right eye of customer following focus progressives wear. The lens storage case was analyzed and pseudomonas aeruginosa, klebsiella pneumoniae, and stenotrophomonas maltophilla were detected. The lenses had been worn on a daily basis for longer than the recommended duration of one month. The customer has also changed the lens care system to private label mercurochrome containing product. No additional info has been obtained by ciba vision regarding this incident. Upon receipt of any significant info, a follow-up medwatch report will be filed.